Event description:
The pt was experiencing an "adverse event" the morning after pump implant. The pt was "foaming at the mouth and semi-conscious. Went to the emergency room and then reported loss of sight." The pt was receiving baclofen 500 mcg/ml at a rate of 100 mcg/day. The pt was admitted to the hosp and the pump was turned down to minimum dose. No pump troubleshooting wsa performed. The pump and catheter have been cleared and the baclofen has been replaced with normal saline; pump is running at minimum rate. The pt is reported to be improving.